Event description:
Complainant alleged that while attempting to defibrillate a (B) (6) male patient, the device displayed a "discharge fault" message and did not successfully discharge until the fifth attempt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.